Event description:
It was reported that the fiber was being used for prostate vaporization and after 26 minutes, the laser aim beam was observed to be forward firing, and after 30 more seconds, the fiber cap detached inside the pt. The fiber had accumulated 230,125 joules at the time of this event. Per the physician, the fiber cap was easily pulled out with the scope. The procedure was completed with a second fiber. There was no pt injury, and the pt outcome was reported as "fine."